Event description:
It was reported that, the patient with this pacemaker presented to the clinic with a fixed pacing without the health care professionals (hcp) being able to intervene in any way. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. Additional information was received which indicated that, this pacemaker was explanted and replaced to be safety mode. The device will not be returned. The pacemaker was replaced with a device from another company. No additional adverse patient effects were reported.

Event description:
It was reported that, the patient with this pacemaker presented to the clinic with a fixed pacing without the health care professionals (hcp) being able to intervene in any way. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.